Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Caller reported blood glucose results of 88 mg/dl and 103 on mobile system 1, 176 mg/dl and 190 mg/dl on mobile system 2 within 10 minutes. No adverse event was reported. At the moment it is not clear if we receive the meter and cassette for investigation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.